Event description:
Upon interrogation the device reported an error message regarding an excessive battery drain. On (B)(6) 2012 - we were informed that this pacemaker and the atrial lead were replaced on (B)(6) 2012. On (B)(6) 2012 - we were informed that the associated atrial lead was capped due to possible crush.